Event description:
I too made the bad mistake of using clear care plus disinfection solution in a regular contact lens case. I let my contacts soak over night for 10 hours, and thought it safe enough to put the contact into my eye after it's overnight soak. The clear care plus solution severely burned my eye. Twelve hours later, it still burned so badly I had to go to an urgent care and get antibiotic drops. This is an absolutely hazardous product, and even at the urgent care, the nurses thought the bottle was very misleading. My eye still burns, and its been 24 hours. (B)(6).